Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms indicating a pressure transducer error. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site by our distributor. The fresh gas pressure transducer printed-circuit board (pcb) was found faulty and was replaced. The device logs were downloaded, and received for further evaluation. The pressure transducer pcb however, was not returned for further investigation. Evaluation of the received device logs confirmed the reported failure. At the time of the reported event, technical alarms indicating a difference between compensated fresh gas pressure and inspiratory pressure with more than 15 cmh2o were generated and, several alarms indicating that a negative pressure was measured were also observed. Our conclusion is, that the cause for the reported failure was the replaced pressure transducer pcb.

Event description:
(B)(4).